Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evproplus-34us, serial/lot #: (B)(4), ubd: 01-jan-2022, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged due to annular calcium. No coronary obstruction was noted. The valve was snared above the sinotubular junction. A second valve was implanted successfully. Six hours following the valve procedure, the patient was brought back to the catheter lab for stenting of the left main coronary artery. It was believed that the native leaflet calcium was partially obstructing the left main coronary artery. The patient was stable and the chest pain resolved. No additional adverse patient effects were reported.